Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a sensor error. The customer's blood glucose reading was unknown. The customer stated that she failed to start a sensor due to sensor error alarm on the pump. The customer stated that the sensor went through initiation but sensor error occurred when she attempted to calibrate. The customer eventually removed the sensor to find that electrode was shorter than usual. The customer will be sent a replacement sensor. The customer will return the sensor for analysis.